Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had some intermittent black screens where the system would go black for a couple of moments before everything comes back. During an in service the system had no signal and had a red horizontal line across the screen. It was also reported that the dongle was damaged and the hdmi. When the connection between the two was manipulated the image on the monitor cut in and out. The system was operating normally and then the representative went to test the back- up battery and the monitor went to "no video detected" and the monitor had an amber light. The representative checked the connections into the back of the monitor and when she unplugged the hdmi cable, the light on monitor went from amber to green. Reboot did not resolve the issue. The representative did not have the tools to remove the flat panel emitter bracket to check the connection into the computer. The representative did not have access to another navigation system or external monitor. Technical service believed the issue was related to the graphics card on the computer but was unable to narrow down the issue. There was no patient present.

Manufacturer narrative:
H3: section d information references the main component of the system and other applicable components are: adapter 9736408: lot unknown. A hardware analysis of adapter 9736408 was initiated to determine the probable cause of the issue. Analysis found that the adapter worked but when the cable was manipulated it would short out and lose video. A medtronic representative went to the site to test the equipment. Testing revealed a hardware failure and they replaced the adapter and the system then passed the system checkout and was found to be fully functional. Fdm b01, fdr c02 and fdc d02 applies to both the system and the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.